Event description:
It was reported that during routine follow-up, undersensing was observed after atrial pacing, which appeared to be pseudo fusion. It was determined that the pacing rate was too fast. The device was reprogrammed. The patient will be monitored with routine follow-ups.

Manufacturer narrative:
(B)(6).